Manufacturer narrative:
The device has been returned for evaluation, but the analysis is not yet complete.concomitant devices were unknown.additional information will be submitted within 30 days of receipt.

Event description:
As reported by the sales rep, the distal part of the stent / sds genesis aviator 5.5x20/18 was partially opened and could not be inserted into the patient. The device was opened in a sterile field and handled by the scrub tech and physician. The device was not used in the patient. The device was returned for analysis. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. The distal end of the stent was noted with strut uplift. A non-cordis device was used to complete the procedure.

Manufacturer narrative:
As reported, the distal part of the stent was noted to have strut uplift and could not be inserted into the patient. The device was opened in a sterile field and handled by the scrub tech and physician. The device was not used in the patient, was stored per the instructions for use, and no damage was noted with the packaging prior to use. There was no reported patient injury. A non-sterile palmaz genesis on aviator 5.50mm x 20mm was received coiled inside a plastic bag. An unknown guide wire was inserted in the guide wire lumen of the received catheter. However, no damage was observed on the guide wire. The struts of the proximal section of the stent were uplifted. The guide wire lumen was accordioned starting at 0.4 cm from the tip and ending at 1.2 cm from the tip. No other visual anomaly was observed on the received unit. An attempt to withdraw the guide wire lumen was made. Resistance was experienced during the attempt; however, it was possible to withdraw the guide wire. Dry saline solution was observed on the removed guide wire. Review of manufacturing documentation related to the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported struts uplifted were confirmed. However, the exact cause of the failure could not be conclusively determined. Controls are in place to prevent damaged stents from leaving the facility. The exact cause of the guide wire lumen accordioned could not be conclusively determined. Controls are in place to prevent this kind of damage on the guide wire lumen of the catheters. No corrective or preventive action will be taken; given that, neither the reported failure nor the damaged found on the guide wire appear to be related to the manufacturing process. With the information available it is not possible to draw a clinical conclusion between the device and the event.